Manufacturer narrative:
Other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the recharger (B)(4) found evidence of broken connector pins. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer's representative (rep) regarding a patient with an implantable neurostimulator (ins), and it was reported that the desktop charger connector pin was broken, and the patient needed a new recharge belt. It was reported the belt was hard to use, and when the recharger was plugged into the wall it would not charge properly. The rep did not think the issue was due to the belt. Additional information received stated that the recharger was plugged into the wall for three hours but did not charge. The patient confirmed the desktop charger connector wiggled in the recharger port. The patient clarified that she was having trouble charging the recharger and there were no issues with the recharger antenna belt. Patient was issued a new desktop charger. Additional information received via a healthcare provider (hcp) stated that the ins was in an overdischarged state, and a power-on-reset was encountered as a result. The hcp was able to bypass the por, set the time, and enter programming parameters. It was reported that the replacement desktop charger was still unable to charge the recharger. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.